Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and reproduced the issue, but was unable to identify a repair. The power supply and display cable were replaced. No patient information provided to date after calls to customer on (B)(6) 2022 and on (B)(6) 2022. Unique identifier: (B)(4).

Event description:
It was reported that there was an error resulting in system reset resulting in the loss of mechanical ventilation during a case. There was no patient injury.